Event description:
The reporter stated that she did a blood glucose test with a result of o mg/dl, and that 30 minutes later she had a healthcare professional meter test done with a result of 81 mg/dl. The reporter did not have any symptoms. She stated that the test strips she used were expired, and she did not have any other supplies available for a control test.